Event description:
Procedure type: proctectomy. According to the rptr: the customer reports that during the procedure, the product malfunctioned when the user tried to close the pouch. The pouch reportedly ripped. The specimen fell into the surgical cavity. The pouch was removed from the surgical site in one piece and a new pouch was opened to retrieve the specimen. There was no extension of the incision, no blood loss and no tissue damage. The surgical time was not extended beyond 30 minutes. There was no ill effect to the pt.

Manufacturer narrative:
(B)(4)